Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose of the patient is 194 mg/dl. Customer's dad reported other blood glucose values were 180 mg/dl, 120 mg/dl, 280 mg/dl, 384 mg/dl. Customer's dad report they did not allege pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer's dad did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection the customer's dad was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.